Manufacturer narrative:
It is unknown which device was involved in the event. Additional device implanted - plc181200/13829485. Udis of the lots: plc181200/13829485 - (B)(4), rlt261416/13975391 - (B)(4). Concomitant medical products: patient medications - nystatin, multi-vitamin, calcium carbonate, cyanocobalamin, mirabegron, olanzapine, prednisone, bifidobacterium infantis, preservision, donepezil, zetia, aspirin, levothyroxine. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak, aneurysm enlargement, and death. The gore® excluder® aaa endoprosthesis IFU also states: intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms and / or persistent endoleak. An increase in aneurysm size and / or persistent endoleak may lead to aneurysm rupture. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment ((B)(4)): on (B)(6) 2015, the patient underwent treatment of a 52 mm abdominal aortic aneurysm whereby two gore® excluder® aaa endoprostheses were implanted. On (B)(6) 2015 and (B)(6) 2015, follow computed tomography angiography (cta) imaging reportedly showed the aneurysm measured 55 mm. It was reported a type ii endoleak caused the aneurysm enlargement seen on follow up imaging. On (B)(6) 2016 and (B)(6) 2017, follow cta imaging reportedly showed the aneurysm measured 62 mm. On (B)(6) 2018, the patient reportedly presented with a ruptured abdominal aortic aneurysm. It was reported a type ii endoleak caused the aneurysm rupture. It was reported that on (B)(6) 2018, a decision was made to repair the endoleak via conventional open repair as the patient was symptomatic from the rupture. It was reported an exploratory laparotomy was performed whereby both gore devices were explanted, and an attempt was made to repair the aneurysm surgically. However, it was reported the patient went into cardiac arrest during the procedure and expired. The case of death was reported to be bleeding and cardiac arrest. It was reported the physician does not believe the gore devices caused or contributed to the patient¿s death.